Event description:
Through journal article ¿our experience in diagnosing and treating breast implant-associated anaplastic large cell lymphoma (bia-alcl)¿, authors report, case 1, a patient with allergan device implanted for 13 years. They presented with headaches, dizziness, fatigue, and swelling in their right breast. MRI detected a significant amount of fluid surrounding the intact right implant. The aspirated fluid and pathological analysis of the removed capsule confirmed histopathology markers alk- and cd30+. The diagnosis of bia-alcl was confined to the effusion, without evidence of infiltration, and staged as tumor-node metastasis (tnm) 1a. A pet-CT scan revealed a nonspecific uptake in the surrounding areas of the implants. The patient was treated with implant removal and an intact, en-bloc capsulectomy on the right side. The patient¿s recovery was described as ¿uneventful¿ and the pet-CT performed 6 months after the surgery was normal, with no pathological findings. This record is for the right side. The reported "headaches, dizziness, fatigue" have been deemed not related to the device.

Manufacturer narrative:
Article citation: shoham, g.; haran, o.; singolda, r.; madah, e.; magen, a.; golan, o.; menes, t.; arad, e.; barnea, y. Our experience in diagnosing and treating breast implant-associated anaplastic large cell lymphoma (bia-alcl). J. Clin. Med. 2024, 13, 366. Https://doi.org/10.3390/jcm13020366 continued e1 (phone no.): +972()36973320 continued e1 (fax no.): +972()36973890 the events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: cd30+, alk- bia-alcl; significant amount of fluid surrounding the intact right implant